Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that multiple sensors would not connect. The customer also reported that they received a call error alert, a change sensor alert, and a bad sensor alert. The customer's blood glucose level was unknown. The customer was able to connect a new sensor and it blinked when connected. The customer's sensor was replaced and returned.